Manufacturer narrative:
The reported issue was unconfirmed. Root cause could not be determined. The device was evaluated upon receipt. Could not produce unit not cooling. Unit cooled in decon and service evaluation. Initial test, the system heats to 42 degrees c and cools to 6 degrees c and is stable at 28 degrees c with a flow of 1.8 l/m with -7.0 psi in bypass mode. Unit passed chiller efficiency test. Primed to fill in decon. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings, tank tubing. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool but did not have the device in front for further diagnostics. They stated that the device was due for 2000-hour service and requested a quote. Per follow up information received via task on 18feb2025, spoke with biomed who confirmed no patient involved at the time of the issue. Confirmed device was coming to depot for repair. Per sample evaluation results received via task on 05mar2025, it was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool but did not have the device in front for further diagnostics. They stated that the device was due for 2000-hour service and requested a quote.